Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check for difficult/unable to operate (not drawing) and glucose level due to unknown lot number. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, difficult/unable to operate (not drawing), glucose level) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review for difficult/unable to operate (not drawing) and glucose level due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ syringe was unable to aspirate, which led to hyperglycemia. This was discovered during use. The following information was provided by the initial reporter: I'm using the bd syringe, I'm diabetic for 36 years, I'm sick and my glucose has been nonstop increasing, and I've noticed that the insulin is not being absorbed by the syringe. I'm warning that this error is very compromising to my health or that any da (report has ended). Additional information received (06.oct.2020): patient informed that uses the insulin for 36 years and has always decided to use bd; however, in the last batch purchased one of the syringes presented the following issue: did not aspirate the insulin properly from the bottle, that leaded to a hyperglycemia. The patient reports that did not observe any issue with the syringe. She further reports the re-uses the syringes between 3 and 4 times; however, the issue occurred during the first use. Customer was oriented to not re-use the product. Regarding the hyperglycemia situation, the patient reports that her glucose reached 580mg/dl, where she looked for a doctor and she is fine. Details: patient informs that she went to a doctor and had to control her glucose at the hospital. Patient informs that will send an e-mail with pictures of package and sample. The patient further reports that it's the bd syringe ultra-fine 6mm with 30ui capacity, but she is not sure if it's a 6mm or 8mm.